Event description:
It was reported that the patient presented for an implant procedure. It was noted that the insulation of the right ventricular lead was breach which resulted in a low pacing impedance. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events were insulation damage and low pacing impedance. As received, a complete lead was returned in one piece. The reported event of low pacing impedance was confirmed. X-ray examination of the lead found the inner coil was over torqued at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to the over torqued inner coil at the connector region. The cause of the reported event of low pacing impedance was due to the over torqued inner coil at the connector region causing internal shorting between conductors consistent with procedural damage. The reported event of insulation damage was not confirmed. Visual examination of the lead did not find any anomalies.